Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. It was also noted that the label was missing.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The head was returned for service. It was further requested that it receive a new label. No patient complications have been reported as a result of this event.